Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to high blood glucose. The blood glucose reading is 241 mg/dl. Customer experience thirst, headache, frequent urination and ketones. Customer has treated with bolus. The blood glucose reading at the time of the event was over 900 mg/dl. Customer experienced rapid pulse. Customer stated that she bolused 25 units at night. Hospital treated with insulin drip and saline. Customer stated that the drive support cap is flush. Nothing further reported.